Event description:
It was reported that the ventricular assist device (vad) had been exhibiting high watt alarms over the course of several days. The patient was hospitalized was experiencing lethargy. It was recommended to increase the high watt alarm threshold as it seemed that the alarms were being triggered at normal power values for the current speed. The pulsatility of the waveform had decreased, and there was difficulty getting the patient¿s blood pressure. The speed was decreased with no improvement. The patient was given some fluid which resulted in a slight increase in pulsatility. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. Review of the controller log files revealed power consumption to be within the normal operating range within the analyzed period through 03/dec/2019. 8 high watt alarms have been logged since 29/nov/2019. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate setting of the alarm threshold, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.